Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) full lead was returned in segments, analyzed, and the distal conductor was found to be fractured. It was also noted that there was blood/body fluid on all conductors (not obstructed), the inner insulation had cosmetic metal ion oxidation (mio), the outer insulation had cosmetic metal ion oxidation (mio), the outer insulation was breached, the outer insulation had cosmetic environmental stress cracking, the outer insulation had a cosmetic depression, and there was blood in/on the helix/lobe mechanism. (B)(4) full lead was returned in segments, analyzed, and the distal conductor was found to be fractured. It was also noted that the proximal conductor was fractured, the distal conductor was stretched, the proximal conductor was stretched, there was blood/body fluid on all conductors (not obstructed), the inner insulation had cosmetic metal ion oxidation (mio), the outer insulation was breached, the inner insulation was breached metal ion oxidation (mio), the outer insulation had cosmetic environmental stress cracking, there was a white substance on the outer insulation, there was a white substance on the tip electrode, the outer insulation had a cosmetic depression, the helix/lobe was distorted/bent, there was blood in/on the helix/lobe mechanism and the lead was stretched.

Event description:
It was reported that the right ventricle (rv) lead has an inner conductor fracture and the right atrial (ra) lead has high capture thresholds. Both leads were explanted and replaced. No patient complications have been reported as a result of this event.